Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data:: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss.